Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney's office: in (B)(6) 2007, customer's doctor prescribed the use of an insulin pump and infusion set. In 2009, the customer had several hospitalizations when he failed to receive the correct doses of insulin to manage his diabetic condition. He suffered hypoglycemia and hyperglycemia resulting from improper amounts of insulin. As a direct and proximate result, he has suffered and will continue to suffer.